Manufacturer narrative:
Unique identifier (UDI) (B)(4). Occupation is lay user/patient. The meter and test strips were requested for investigation. The meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr, qc 2: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The initial allegation of several 3.0 inr results after (B)(6) 2021 were not observed in the meter's patient result memory. A result of 3.0 inr was last observed at 10:35 am on (B)(6)2011. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of discrepant inr results with coaguchek xs meter serial number (B)(4). At 10:35 am, the result from the meter was 3.0 inr. At 12:08 pm, the result from the meter was 2.2 inr. The patient has a therapeutic range of 2.0-3.0 inr.